Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The loose connection and leak were unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the unspecified vessel the rotating hemostasis valve was connected, however, while applying pressure the valve became disconnected. After being reconnected it was noted the rhv leaked at the connection. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.